Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had multiple pump error alarm and found failed battery alarm. Blood glucose was 180 mg/dl. Customer reported they were able to clear the alarm and able to rewind the insulin pump and self test passed after troubleshooting they failed the displacement test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.